Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Medical staff reported explanted a breast expander that was deflated and was found to have a hole in it. The side is unknown.

Event description:
Medical staff reported right side explanted a breast expander that was deflated and was found to have a hole in it. Physician additionally reported patient complained of discomfort in right breast with change of shape, loss of volume and contour irregularities.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown/green particles in the surface of the shell, crease fold, opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a sharp in the radius side. Based on the device analysis the final assessment is: a sharp opening on radius side assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician additionally reported patient complained of discomfort in right breast with change of shape, loss of volume and contour irregularities.